Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested further review of the presenting electrogram (egm). Upon review, ts determined that the rv lead shock impedance vector measurements, measured to be greater than 125ohms. Ts discussed troubleshooting options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.